Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, lot# serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication. The patient reported he tried to charge his stomach again, the recharger is completely charged, but when he turns it on, the screen flashes off and on 4 times and it shows fully charged but it won¿t charge his stomach. The patient described the reposition antenna message on the screen. The patient last successfully charged the device about 3 weeks ago. The patient reported he typically can go about 4 weeks between charging his ins so an overdischarge is not suspected. It was confirmed that the antenna was directly on the skin. It was recommended that the patient locate the incision scar and drop the antenna about 2 inches below. The patient continued to get the reposition antenna message. The patient was not able to use the patient programmer because he believes the batteries need to be replaced. The patient will get some new aaa batteries and call back to continue troubleshooting. No patient symptoms were reported. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.